Event description:
It was reported to philips that the device does not discharge nor defibrillate. No patient involvement reported.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed the discharge issue. The device needs a high voltage capacitor and a therapy pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the high voltage capacitor and or therapy pca.. A quote for the for both of their replacement were given to customer. The service to be accepted by customer as their budget allows. No further action at this time.